Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer was hospitalized on (B)(6) 2015 with diabetic ketoacidosis and dehydration. Blood glucose value at the time of admission was over 1300 mg/dl. Mother explained that the customer had high blood glucose the evening prior and started to vomit. The customer was at camp and was given insulin. She was lethargic and they could not get the blood glucose level down. Mother changed the set and it went down and throughout the night it fluctuated. The next day the doctor advised to take her to the hospital. It was found that insulin was leaking near the quick release. During troubleshoot; it was stated the drive support cap is recessed. The tubing had no air bubbles. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly but it was mentioned changed were made on (B)(6) 2015. It was advised to verify the setting with the doctor. Current blood glucose is 286 mg/dl.